Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a caregiver, who was away from the patient with cognitive deficits, observed a blood glucose rise to 359 mg/dl while using the ilet and suspected unannounced carbohydrate intake, after which glucose trended down to 270 mg/dl as the ilet continued dosing insulin. Symptoms included hyperglycemia. Outcomes included no escalation of care and no hospitalization. Investigation included telephone-based troubleshooting and education, including guidance to obtain a fingerstick verification by a secondary nurse and reinforcement that unannounced food can cause transient hyperglycemia while the system corrects. Investigation of this case revealed no device malfunction and was consistent with missed meal announcement leading to hyperglycemia that self-resolved under automated insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was user-related missed meal announcement.